Event description:
It was reported that cartridge leaked insulin on multiple occasions on different dates, with leaks occurring at bottom of cartridge where fill rod and pump attached and cartridge being filled off pump. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, resumed insulin therapy successfully, and cartridge was unavailable for return analysis, and no additional corrective actions were documented.